Event description:
Pump declared alarm 20 during use, and there was no adverse impact to the customer¿s blood glucose level. The customer had not previously reported similar cartridge alarms with this pump serial number. Technical support assisted the customer in loading a new cartridge using the proper technique, and insulin therapy was successfully resumed. Original cartridge lot number information was unavailable.